Manufacturer narrative:
Block a: the patient's dob or age at time of event, sex, gender, weight, ethnicity, and race are unknown. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. Block h3/h6: the tes device was infectious and not returned by the facility, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The tack endovascular system (tes) was used in a peripheral procedure. During use, a 0.035" non-philips guidewire looped inside the tes and would not exit the distal end. During removal, it would not budge, thus removed as a system. The procedure was completed with a new tes. No patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.